Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time and date on the pump were inaccurate after the pump came out of storage mode. Customer's blood glucose level was 84 mg/dl. Customer corrected the time and date to resolve the issue.